Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for chronic low back pain and spinal pain. The patient reported that their device is still implanted, but it is no longer working. No further complications or patient symptoms were reported or anticipated.